Manufacturer narrative:
At this time, the device has not been returned for failure analysis/laboratory testing. Given the circumstances of the reported event(s) and the known mechanism of action of the device. A casual association with the device is possible.

Event description:
This was a regulatory authority report received on 09-sep-2010 from the (B)(6) for biafine (trolamine) from (B)(6), which is marketed as biafine in the united states. The (B)(6) pregnant female consumer used two applications of biafine (trolamine) per day for seven days beginning on (B)(6) 2009 for a burn. On (B)(6) 2010, she delivered a baby girl who apparently was in good health (apgar score at 1 and at 10 after five minutes, no transfer to the intensive care unit, no malformation, no neonatal pathology). On an unspecified date two months after birth, the baby was suspected of an axial hypotonia. On an unspecified date, six months after birth, the baby did not react against visual stimuli. A blindness was surely suspected. On an unspecified date, in (B)(6) 2010, lab test showed cerebral MRI was normal. Electroretinography and a visual potential test were scheduled (no further info provided). On (B)(6) 2010, the mother discontinued product use. As of (B)(6) 2010, the outcome of the event was reported as not resolved. This report is serious (disability). Baby case is linked to mother case (B)(4).